Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection 1 gram (route, frequency, and duration not reported), amikacin 150 milligrams (route, frequency, and duration not reported), cilanem injection 500 milligrams (route, frequency, and duration not reported), flucon tablets 150 milligrams once daily (route and duration not reported), and cifran tablets 250 milligrams twice daily (route and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis. No additional information is available.